Manufacturer narrative:
Date of event: unknown. Medical device lot #: the customer provided lot # 12871253. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that microset non dehp, 1,2. Filter,priming came apart. The following information was provided by the initial reporter: 120-112xsfvk bodyguard giv set 1.2 micf batch 12871253 nurse reported a faulty bodyguard giving set that needs to be collected on patients next scheduled delivery. Patient states that the giving set tubing attached to the blue filter came apart, and was loose, which hasn't happened before. Infusion had already finished so didn't affect that, but faulty giving set.

Event description:
It was reported that microset non dehp, 1,2¿ filter,priming came apart. The following information was provided by the initial reporter: 120-112xsfvk bodyguard giv set 1.2 micf batch 12871253. Nurse reported a faulty bodyguard giving set that needs to be collected on patients next scheduled delivery. Patient states that the giving set tubing attached to the blue filter came apart and was loose which hasn't happened before. Infusion had already finished so didn't affect that but faulty giving set.

Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# 9616066-2020-20149 is cancelled and void as a result.